Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing and automatic mode switch episodes due to noise on the atrial lead was observed. The lead was capped and replaced on (B)(6) 2017 and the patient was stable.